Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') in an adult female patient who had essure (batch no. 628047) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included uterine fibroid, arthralgia, urinary frequency, dyspareunia and hot flashes. Concomitant products included nsaids, ocrelizumab (ocrevus), paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram, but now it has been reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2013: 6.8 cm right sided uterine fibroid. 2.8 cm simple cyst, left ovary. Right ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records approximately: pelvic pain. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received: lot number added. Following events were added : abnormal bleeding (vaginal, menorrhagia), depression, mental anguish. Reporter information added. Medical history,concomitant conditions and concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') in an adult female patient who had essure (batch no. 628047) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included uterine fibroid, arthralgia, urinary frequency, dyspareunia and hot flashes. Concomitant products included nsaids, ocrelizumab (ocrevus), paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram, but now it has been reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2013: 6.8 cm right sided uterine fibroid. 2.8 cm simple cyst, left ovary. Right ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') in an adult female patient who had essure (batch no. 628047) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included uterine fibroid, arthralgia, urinary frequency, dyspareunia and hot flashes. Concomitant products included nsaids, ocrelizumab (ocrevus), paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain.") And post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram, but now it has been reported as plaintiff did not undergo essure confirmation test. She treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2013: 6.8 cm right sided uterine fibroid. 2.8 cm simple cyst, left ovary. Right ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Event added- post removal complications. On 6-may-2020: no new information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') in an adult female patient who had essure (batch no. 628047) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included uterine fibroid, arthralgia, urinary frequency, dyspareunia and hot flashes. Concomitant products included nsaids, ocrelizumab (ocrevus), paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain."). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram, but now it has been reported as plaintiff did not undergo essure confirmation test. She treatment for pelvic/abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2013: 6.8 cm right sided uterine fibroid. 2.8 cm simple cyst, left ovary. Right ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records~: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event abdominal pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.